Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported by the patient that they had low blood glucose levels of 43 mg/dl. The patient stated that they ate two glucose tabs of 4mg and then drank some orange juice. After a while the patient called 911 to seek medical assistance. The medical team took the patient to the hospital. The doctor managed the patient's settings. The patient leveled out while admitted.